Event description:
It was reported by the rep that the one tlc75 was used during a thoracotomy procedure. It was reported that when the surgeon went to fire the instrument, the blade would not cut through tissue cleanly. It was described as tearing the tissue. The case was completed with another tlc75 and without incident. There was no pt consequence.